Event description:
Procedure: gastric bypass. According to the reporter: the stapler misfired during the case, the knife cut but did not staple at all. Bleeding occurred, but surgeon over sewed to stop bleeding. Operating room time was delayed 45 minutes.

Manufacturer narrative:
(B)(4).